Manufacturer narrative:
One cadd solis vip pump was returned with the tamper seal missing. The device also had a scratched lens and a downstream occlusion seal bubble. Upon searching the device's event log, it was verified that the device displayed a latch closed alarm and a cassette not attached properly alarm. The reported event was able to be duplicate and was verified. The cause of the issue is a faulty downstream occlusion sensor/ seal. The down steam occlusion sensor will be replaced in order to resolve the issue.

Manufacturer narrative:
Additional information received (B)(6) 2019 that this event occurred during testing and there was no patient involvement. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with scratched lens and downstream occlusion sensor (dso) seal bubble. Event history log review was performed and found evidence of reported problem. During investigation the cassette was attached to the pump and the pump did not recognized. The customer's reported problem was duplicated. According to the investigation the pump faulty dso sensor/seal caused the reported problem. Service replaced the faulty dso sensor/seal to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump displayed a load cassette error. There was no reported injury to the patient.